Event description:
As reported, in 2008, this pt presented with a contained rupture of the descending thoracic aorta which measured approx 6.0 cm in diameter. The pt was implanted with gore tag thoracic endoprostheses. Although the first device was implanted without difficulty, the physician encountered resistance during removal of the gore tri-lobe balloon catheter. After several attempts for removal, both the balloon catheter and 24 fr gore introducer sheath with silicone pinch valve were withdrawn simultaneously. At that time, it was noted that the catheter and sheath were damaged. An additional tag implantation was attempted; however, the pt developed severe hypotension and expired. An autopsy will not be performed. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Device is being evaluated, however, the evaluation is not complete.